Event description:
A false positive troponin advia centaur tni-ultra result was obtained by the customer on a patient sample and the result was questioned by the physician. The patient was redrawn four hours later and the troponin result was negative. The customer performed repeat testing on the original patient sample and advia centaur system, and on a second advia centaur system and the results were negative. A corrected report was issued by the customer. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur tni-ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call, checked the acid and base dispense, reagent probe 1 and ancillary probe alignments, and checked quality controls. The cause for the non-reproducible advia centaur troponin result is unknown. No conclusion can be drawn. No other samples are affected. Quality control results are within range. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."